Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, making it impossible to check for a power source alert. The caller was using the appropriate tandem charging cable and wall adapter. It was not initially attempted to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes. Customer technical support instructed the caller to do so. After following these instructions, the pump successfully began charging using the original supplies. There was no adverse impact to the customer's blood glucose level, and the charging issue did not lead to a pump shutdown or inability to turn the pump back on. No further assistance was required.